Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 219 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported that on an unknown date the patient's pump became empty; troubleshooting could not be performed due to lack of access to the patient/product. It was noted that the low reservoir alarm was scheduled to go off on (B)(6) 2018 but that the patient was incarcerated and missed the refill appointment. No symptoms were reported. It was noted that the patient started to take oral baclofen last week and would be coming into the hcp office on (B)(6) 2018 to have the pump refilled. No further complications have been reported as a result of this event.